Event description:
Removal of endosseous dental implants. Four implants were placed in class ii bone during a routine procedure on 2/17/97. Bone augmentation was also done using autogenous bone and resorbable gtr membrane. The implant in site #9 was removed on 3/10/97 and the implant in site #10 was removed on 3/18/97. The pt was experiencing pain at time of implant removal. The clinician reports that the failures may be due to heavy tobacco use by the pt.

Manufacturer narrative:
The MDR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failur rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.